Event description:
Optease retrievable ivc filter placed in me on (B)(6) 2012 due to a massive pulmonary embolism that occurred on (B)(6) 2012. When doctor tried to remove the optease filter on (B)(6) 2012, the filter had moved and was no longer situated where it was originally placed. It was now in the inferior vena cava and the bottom of the filter was in the right iliac vein. The hook was also embedded into the right side of the iliac caval wall. All attempts to remove the filter failed and the filter became deformed in the removal attempts. Consequently, the doctor place a second retrievable ivc filter in me to protect me from damaged that may be caused by the now deformed optease filter. I am now on blood thinning medication for the rest of my life. On (B)(6) 2012, a cook gunther tulip filter - reference # (B)(4), lot # e2848316 - was placed in me to protect me against blood clots that could form due to the optease filter that is now stuck inside of me and damaged.